Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a motor position encoder error alarm and a motor error alarm on the insulin pump. Customer stated the insulin pump was not dropped, bumped or exposed to a high magnetic field. The customer stated they were unable to rewind the insulin pump. Customer's blood glucose was 12 mmol/l. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. Unable to verify other error alarms in the alarm history due to an over written history file due to a corrupted history file. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.